Event description:
It was reported that the 9800 system had poor image quality with dark images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.